Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "the surgeon was attempting to torque off the center nut of the crosslink, when the driver tip shattered into 3 pieces. The surgeon was able to remove all the broken pieces and complete the procedure as indicated." No further complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that instrument torque mechanism functionally evaluated. Visually confirmed driver shaft tip is broken off; crack propagation appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed fairly brittle fracture with fracture surface chevrons providing evidence of overload as the mechanism of ultimate failure. Unable to determine root cause, due to evidence which could support multiple conclusions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.